Manufacturer narrative:
Investigation included product evaluation via synchronized system reports and user interview, as well as internal regulatory review. Investigation of this case revealed evidence of a leaking cartridge consistent with inadequate insulin delivery leading to hyperglycemia and ketosis. It was concluded that the event was related to a device component problem involving a leaking cartridge that resulted in high glucose and dka, with recovery after clinical treatment and reconnection to therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
On 22-oct-2025 the reporter stated that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels above 250 mg/dl following a meal announcement. The user was transported to the hospital by a friend where the user was diagnosed with diabetic ketoacidosis and treated with intravenous insulin, fluids, and potassium and discharged on (B)(6) 2025. No long-term health effects were reported.